Event description:
The report stated that during a laparoscopic super-cervical hysterectomy, a piece of the jaws of the ligasure handpiece fell off the device and into the patient cavity. The piece was retrieved. This happened on the first seal with this device.

Manufacturer narrative:
The evaluation of the incident device showed this device failed due to a design issue. A new material has been qualified and will be implemented into production as soon as it becomes available.